Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported broken gripper line cannot be determined. The reported gripper actuation issue was a cascading effect of the gripper line break. The positioning failure (leaflet grasping) appears to be related to the challenging patient morphology/pathology (restricted leaflets). There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption e2019001-number permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper actuation and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with restricted leaflets. A mitraclip ntr was advanced however grasping was difficult and the clip was not implanted. The clip was inverted and upon removal through the left atrium, the grippers were noted to have lowered on their own. The gripper line was broken. The clip was removed without any issues. A mitraclip xtr was implanted, successfully reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.